Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No weak battery alarm or battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was inspected and no blank display anomaly was noted. No number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly and battery out limit. Customer states that the scroll bar is changing without any control. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.